Event description:
While using a byte night aligners, patient was experiencing pain and was examined by their dentist. The dentist found #14 to be in gross decay with pulpal involvement. Dentist states that there should be no clear alignment treatment started until this issue is resolved. The patient was referred to an endodontist for a root canal and a crown will be placed on the tooth after this is completed. This treatment cannot wait until aligner treatment is done.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.